Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and discovered a large leak caused by a crack in the patient circuit connector. The patient circuit was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was delivering lower tidal volume than expected during a case. There was no report of patient injury.